Manufacturer narrative:
Device evaluation summary: the complaint was confirmed as the stent graft moved back with the graft cover during rotation of the external slider. When the slider was rotated to approximately 34mm, the stent graft was returned to the stent stop cup and began to flower open as expected. Further rotation of the slider fully deployed the stent graft without issue. The root cause of the event could not be conclusively determined; however, may be related to the patient¿s anatomy as the iliac arteries were slightly tortuous (60 degree angulation in the left iliac artery and 45 degree angulation in right iliac artery) which may have contributed to the delayed deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck measured 29 mm to 32 mm to 34 mm to 27 mm in diameter along a 36 mm length. It was reported that when the external slider was rotated to deploy the stent graft, the outer sheath could not be withdrawn and the tapered tip moved upwards; therefore, the device could not be deployed. Per the physician the cause of the event cannot be determined. The physician used another device and the procedure was completed with no further issues. No clinical sequelae were reported and the patient is fine.